Event description:
Additional information received from a manufacturer representative that clarified that the information reported on 2024-dec-18 is regarding a different case. The pump with serial number "(B)(6)" was implanted in (B)(6) 2024. The date (B)(6) 2024 is considered an approximate date of pump implant (specific month and year known only). The clinic and healthcare provider associated with the event was clarified.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown: product type software b5 correction: the following information reported in follow-up #1 was later was determined to be related to an alternate event/patient and therefore reported in MFR report # 2182207-2024-04957 in error: "additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the hcp and rep wanted to set up a myptm on an already implanted and working sm3. The settings were: lockout duration 4h max, 6 bolus per 24h, and 6 bolus per day. While programming, they encountered an error message 139. After interrogating the pump again, they got error message 140 and 116. After interrogating, the myptm settings were incomplete. While completing the myptm settings as before, a programming of the pump was not possible because "there are no changes made to the pump programming". The lockout duration to 3h30mins was updated and the rep could program the pump successfully. Settings were confirmed using a new myptm. H11: "review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the hcp and rep wanted to set up a myptm on an already implanted working sm3. The settings were: lockout duration 4h max, 6 bolus per 24h, and 6 bolus per day. While programming, they encountered an error message 139. After interrogating the pump again, they got error message 140 and 116. After interrogating, the myptm settings were incomplete. While completing the myptm settings as before, a programming of the pump was not possible because "there are no changes made to the pump programming". The lockout duration to 3h30mins was updated and the rep could program the pump successfully. Settings were confirmed using a new myptm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the hcp was having troubles adding myptm programming to a sm3 pump. The hcp increased the daily dose (simple cont. Mode) first, which worked just fine. As soon as they add a myptm and updated the pump, there was a service code 139 at the end of the programming. After re-interrogating the pump, they have service code 140 and 116, stating that the programming of the pump was corrupted. After reviewing the myptm settings, they were incomplete. When myptm was deactivated, they could program and re-interrogate the pump without any error messages. This tablet / communicator combination was previously used on sm3 with myptm without problems. They switched to another tablet but with the same errors. Unable to set up myptm. A company representative (rep) would be in the clinic tomorrow to retrieve logs and check on app versions / feature flags and communicator update.